Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. The procedure was completed with another cinch. There was no patient complications reported as a result of this event. It was reported that four suturing cinches failed during use in two separate procedures. This report pertains to the fourth of the four suturing cinches.

Manufacturer narrative:
Block d4: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device evaluation: block h11: the suturing cinch was not returned for evaluation, and no media was provided for analysis. The reported event could not be confirmed. A risk review of the suturing cinch was completed and confirmed that the event of cinch failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for this event. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.